Event description:
Received a blood glucose reading of 44 mg/dl. He retested immediately and received a reading of 144 mg/dl on a freestyle. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.